Manufacturer narrative:
E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that the coil could not be deployed requiring additional intervention. The patient was presented with bleeding stomach. The target lesion was severely tortuous. Two 11mm/17mm complex helical - 18 coil were selected for use. During the procedure, when approaching the area of the lesion, the tail end got stuck and the coil could not be deployed inside the body, the coil stayed in the patient after the catheter was removed, and the snare was used to remove it from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the failure appears the same way in both coil deployments and both coils were needed to be snared to be able to be removed from the patient, the procedure was completed with coils and glue.

Manufacturer narrative:
E1 - initial reporter phone: + (B)(6) reported here as phone number exceeded character limit for designated field. Device evaluated by MFR: the device was returned for evaluation. The main coil and coil introducer were returned. It was observed that the main coil was bent and stretched at the primary coil section. No other issues were identified during the product analysis. Corrected field: a1 - patient identifier: the patient initials, which were previously known to bsc, have been added to the supplemental report.

Event description:
It was reported that the coil could not be deployed requiring additional intervention. The patient was presented with bleeding stomach. The target lesion was severely tortuous. Two 11mm/17mm complex helical - 18 coil were selected for use. During the procedure, when approaching the area of the lesion, the tail end got stuck and the coil could not be deployed inside the body, the coil stayed in the patient after the catheter was removed, and the snare was used to remove it from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event. It was further reported that the failure appears the same way in both coil deployments and both coils were needed to be snared to be able to be removed from the patient, the procedure was completed with coils and glue.

Event description:
It was reported that the coil could not be deployed requiring additional intervention. The patient was presented with bleeding stomach. The target lesion was severely tortuous. Two 11mm/17mm complex helical - 18 coil were selected for use. During the procedure, when approaching the area of the lesion, the tail end got stuck and the coil could not be deployed inside the body, the coil stayed in the patient after the catheter was removed, and the snare was used to remove it from the patient. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). It is reported here as phone number exceeded character limit for designated field.